Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated a loss of cartridge detection had occurred which could not be duplicated during testing. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The pt reported that the pump alarmed "cartridge not detected" during the load cartridge step. She stated that the pump pushed out entire cartridge of insulin during this step while the pt was disconnected from the infusion site. The pt said she changed to another new cartridge and this time she stopped the pump while it was pushing out all of the insulin during the load cartridge step. She denied any known trauma to the pump or previous issues during the ezprime steps.